Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2021-03967. It was reported that one of the patient's leads showed high impedances. In turn, surgical intervention was undertaken wherein the system was explanted in order for patient to receive an MRI. Note: as it is unknown which lead showed high impedances, both leads are being reported.